Event description:
There was a problem in tightening the high pressure tubing onto the catheter. The high pressure IV tubing came loose from the catheter, contrast spilled all over the patient's face. Blood leaked onto the patient, causing a delay in care (test). Partial injection received by patient.======================manufacturer response for IV catheter, jelco protectiv plus safety catheter (per site reporter).======================smiths medical has offered additional training and product replacement to bloodless version.